Event description:
It was reported that buttons on the insulin pump are not responding. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Unit received intermittent button response due toj2/lcd unlock keypad connector. No cosmetic damage noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.